Manufacturer narrative:
The impella lp5.0 was discarded by the customer and therefore, no investigation of device was not possible. Should any new information be returned, we a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) male presenting as a post heart transplant recipient. An impella lp5.0 pump was inserted into the patient's right axillary artery. During implant, there was a moment of resistance that resolved and pump achieved correct positioning within the heart. Overnight, patient exhibited signs of hemolysis and subsequent echocardiogram confirmed mitral regurgitation due to a damaged mitral valve. It was believed that the impella device may have damaged the mitral valve during insertion, leading to the aforementioned adverse events. As treatment, the impella device was removed. Hemolysis was resolved via plasmapheresis and dialysis, while mitral valve was surgically repaired.